Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient was implanted with an impella cp for acute myocardial infarction. It was reported that after successful percutaneous coronary intervention, the sterile drape was removed and the patient's right leg was mottled with absent of distal pulses. The physician decided to remove the impella cp and replaced it with an intra-aortic balloon pump via left leg. The patient survived the procedure.